Event description:
Additional information provided by the customer 23apr2020: the complaint device was being used with a storz flex-x2 flexible ureteroscope, an unspecified cook access sheath, and a cook h30 holmium laser machine. The patient was covid-19 negative. It was confirmed that the device will not be returned for evaluation, and the lot number is unavailable because the device package was discarded.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported, during a ureteroscopy plus laser of renal calculi using a cook single-use holmium laser fiber, the laser fiber tip broke off. The clear tip was no longer present on the tip of the laser fiber, and it could not be found in the kidney. There was a lot of stone debris remaining, so the physician decided to stent the patient and bring them back in for ureteroscopy to check the rate of stone clearance at a later date. At this point, they will then attempt to locate the laser fiber tip and remove it. There have been no adverse effects to the patient due to this occurrence. A visual inspection of the complaint device was could not be conducted as the device was discarded by the customer. A document based investigation was performed including, instructions for use, manufacturing instructions, and quality control data. A review of the device history record and complaint search cannot be performed as the lot number was not provided. In response to this incident, cook completed a review of the product dmr. The device is inspected visually and functionally for cracks and fractures by manufacturing and quality control and no notable gaps in production or processing controls were noted. The instructions for use (IFU) advises that a number of different factors affect the life of any particular fiber, including: extended lasing power. Continuous lasing with fiber tip in contact with tissue. Lasing with a contaminated or damaged proximal end. Improper handling. Poor laser beam alignment or focus. Never subject fiber optics to sharp bends in handling, use or storage. Always keep connector end dry and free from contaminates. Discard any fiberoptic assembly that is cracked or broken, or does not meet minimum transmission standards. Do not exceed power limits. Request has been sent to return the device to cook facility for technical evaluation and no device has been returned as the customer threw the device out and no device expected to be returned. However, review of complaint with same/similar failure mode indicated most probability of laser fiber breakage is related to improper handling of laser fiber during the procedure. Cook has concluded that based on evidence presented, potential cause of fiber breakage can be related to improper handling of laser fiber and any of the precautions listed in the IFU such as "continuous lasing with the fiber tip in contact with tissue", "improper handling", "extended lasing at high power" and etc. Could contribute to this event. The risk analysis for this failure mode was reviewed and no action was required at this time. The failure mode will continue to be trended and monitored. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Concomitant medical devices: storz flex-x2 flexible ureteroscope, rhapsody h-30 holmium laser system. (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a ureteroscopy plus laser of renal calculi using a cook single-use holmium laser fiber, the laser fiber tip broke off. The clear tip was no longer present on the tip of the laser fiber, and it could not be found in the kidney. There was a lot of stone debris remaining, so the physician decided to stent the patient and bring them back in for ureteroscopy to check the rate of stone clearance at a later date. At this point, they will then attempt to locate the laser fiber tip and remove it. There have been no adverse effects to the patient due to this occurrence. Additional details have been requested. A follow up report will be submitted if additional details requested are received.